Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled off due to a physical stress, such as dropping or hitting it to a hard surface, or deterioration due to chemical stress, such as from the cleaning, disinfection, and sterilization processes. However, a definitive root cause could not be determined. The reported issue (stretched forceps elevator wire) was confirmed. The forceps rise angle and the guidewire rise angle were out of specification due to wear of the forceps elevator wire. In addition, service found the adhesive on the bending section cover was cracked, the bending angle was out of specification due to wear of the angulation wire, there was dirt on the control section that was difficult to be removed, the forceps stopper was scraped, the universal cord was wrinkled, there was water invasion on the electrical connector, and paint on the suction cylinder was peeled off. Scratches were observed on multiple parts of the device due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the forceps elevator wire of the subject device was stretched. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found during evaluation of the device (adhesive peeled off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide a correction and additional information received since the submission of the initial medwatch. Required attempts to obtain additional information regarding the event were conducted; however, the requested information is unknown. Therefore, no new information was provided by the customer. Corrections made to (first name) from initial medwatch. Information added to (email) and adverse event problem. Olympus will continue to monitor field performance for this device.